Manufacturer narrative:
The delivery system returned loaded inside an introducer sheath. It was not possible to initially remove the delivery system from the introducer sheath. The catheter was kinked and bunched proximal to the proximal end of the introducer sheath. On removal of the strain relief from the introducer sheath, bunching of the proximal section of the sheath was visible. The tip of the introducer sheath was flared and deformed. The most distal section of the introducer sheath was cut back to expose the balloon. The delivery system was removed from the introducer sheath. Bunching was visible on the catheter. The balloon returned fully deflated, with congealed blood evident on the outer surface of the balloon. The balloon was successfully inflated, but could not be fully deflated. Damage to the distal tip was evident.

Event description:
It was reported that the physician was attempting to use an assurant cobalt stent (10mm x 40mm). The device was prepped and inspected with no issues noted. Negative prep was performed successfully. No issues removing the protective sheath. The lesion was pre-dilated. During the procedure , a non-mdt guidewire was advanced through the cto in the cia, and the lesion was examined by ivus . A non-mdt balloon was used to pre-dilate several times from the cia to the eia, the assurant cobalt was advanced over the non-mdt 0.014 guidewire but delivery was unsuccessful. The guidewire was replaced with a 0.035 non-mdt guidewire which was also replaced with a third 0.035 non-mdt guidewire. While replacing with the third non-mdt guidewire, it was reported that it became stuck in the tortuous site of the eia. The physician decided to redo pre-dilation so the physician attempted to pull back the assurant stent. The stent dislodged in the eia. It is reported that another balloon passed through the dislodged stent, but the assurant coblat itself did not pass through another stent. The physician immediately attempted to use the delivery balloon to dilate the stent in the eia. Half the stent was dilated in the eia while another half was dilated using a non-mdt device. Another assurant cobalt stent (10mm x 30mm)was implanted to treat the cto in the cia. No kinks were noted on the guide catheter/sheath. It was reported that although no issues were noted while delivering the stent through dilation, it was reported that difficulties were encountered when the physician was attempting to remove the delivery balloon with abnormal resistance noted. Using an inflation device, the balloon was returned to the neutral position, inflated, and then deflated repeatedly in order to re-wrap the delivery balloon, but resistance persisted despite multiple attempts. Prior to the difficulties the balloon was inflated to 8 atm. Eventually the delivery system was completely stuck inside the sheath, and therefore it was removed out together with the sheath. The procedure was completed with a delay of over 30 minutes. Stenosis has remained in the eia lesion where a self-expandable stent was to be implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.